Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures concomitant products: right mentor smooth round moderate profile 350 cc saline breast implant, catalog number 3501655, serial (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 350 cc saline breast implants which the left side deflated and issue with the capsular contracture on the right side after implantation. As a result, patient scheduled for removal on (B)(6) 2018. This report is for the left device.